Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. This surgery was finished with backup product. No adverse event has been reported as the result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product pictures have been received showing that the sealing of the inner cement pouch is damaged on a corner. Therefore, the reported event is confirmed. The product was returned and lab analysis was performed. The product analysis shows that the returned product is one cement pack. The received product comprises the folding box, one monomer pouch, both inner and outer cement pouches and patient labels. It was noticed that the inner cement pouch is opened at the bottom of the pouch and is damaged at one corner of the pouch¿s top. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. A sealing force test has been performed on a product received from a similar complaint ((B)(4) - same item reference) and showed that the pouch sealing force a was compliant with zimmer biomet valence specification. A complaint extract was done regarding inner cement pouch open sealing: 18 complaints (18 products), this one included, have been recorded on the brand biomet bone cement r soft pouch, corresponding to biomet bone cement r 1x40 jp, reference (B)(4), to date ((B)(6), 2021). 13 complaints (13 products), this one included, have been recorded on biomet bone cement r 1x40 jp, reference (B)(4), batch z34eaf1509, to date ((B)(6) 2021). According to available data, root cause of the event was unable to be determined. However, an action has been initiated in order to deeper investigate the cause of the event with the cement pouch supplier osartis and to consider to implement actions to avoid the recurrence of this type of issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the polymer was leaking from the inner pouch because part of the inner polymer pouch was unsealed. This surgery was finished with backup product. No adverse event has been reported as the result of the malfunction.